Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: when using the instrument, the tracks fell off the tube and didn't stay in the peritoneum. After two days, the pt experienced pain the surgeon did a colic diagnostic and found the tracks didn't stay and he had to repeat the surgery.